Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that there was no delay, no blood loss, nor adverse consequences to the patient. The pump was being used in the sucker position. Per clinical review: on 30may2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby a large roller pump, 6-inch diameter gave a 'service pump' message. The pump was re-started, and the case was finished successfully. With no delay or blood loss. The user facility confirmed that the roller pump was changed out after the procedure, and not during cardiopulmonary bypass.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pump was run for two hours. During that time the water was chilled with ice, the occlusion was increased to draw additional current, and the pump was put into pulsatile mode. The pump continued to operate with no disruptions. The fan was blocked with a piece of tape to try to increase the internal temperature of the pump with no disruptions observed. The roller pump functioned as intended during the evaluation. It was determined that the roller pump met specification. The service repair technician (srt) tested the pump in service and could not duplciate the reported message. The unit was tested and passed electrical and release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump displayed a 'service pump' message. The roller pump was restarted and the issue was resolved. The surgical procedure was completed successfully. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.